Event description:
The customer reported that on (B)(6) 2011 non-reproducible thyroid stimulating hormone (tsh) results were generated on an unicel dxc 600i synchron access clinical system for one patient. The first patient sample was repeated eight times on the same instrument. The tsh results varied and collectively exceeded the precision claims of the assay. The second, same-patient sample's initial tsh result was above the assay's normal reference range, and upon repeat on the same instrument was lower, but collectively the results exceeded the assay's precision claims. The imprecise results were not released from the laboratory and hence there was no report or death, serious injury or modification to patient treatment associated or attributed to this event. No other patient results were in question for this event. The patient's first sample was a lithium heparin primary tube. The second sample was a lavender tube which is an edta primary tube and is not an approved sample type for the tsh assay. The instrument's tsh quality control and calibration results were within the customer's established ranges prior to the event. A system check performed prior to the event met customer established specifications.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) performed a high sensitivity system check which yielded acceptable results. No definitive root cause could be determined for this event.